Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump screen kept fading inconsistently; the display became impossible to read. No further details were provided. The insulin pump was returned for analysis.

Manufacturer narrative:
No blank display noted. The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segments/partial display. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners, missing address/serial number label and stained end cap sticker.